Event description:
High calcium and albumin patient results occurred intermittently for since approximately (B) (6) 2010. Samples were rerun on same analyzer right after initial high results were noted. Rerun results matched initial results and were reported. Approximately eight samples were involved. Customer provided discrepant results for only one patient sample: initial calcium result 12.7, repeat 10.7 mg/dl; initial albumin result 5.8, repeat 4.1 g/dl. Customer did not report initial or repeat results for his patient, the patient was not impacted. Reagent lot # for calcium was 618675-01. Reagent lot # for albumin was 615762-01. The field service representative did not determine the cause. He found the operator had replaced system water, recalibrated and ran fresh controls. The controls were within range.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.